Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call high blood glucose, absence of no delivery and vibrator anomaly. Customer's blood glucose level was unknown. Customer treated their blood glucose levels via manual injections. Troubleshooting for vibrate anomaly was performed. Customer advised their device was only 2 months old but it would vibrate at random during the night. Customer advised the vibrate mode was turned on and that the device would not vibrate due to low battery on the device. Customer advised they had a bent cannula which may have resulted in delivery anomaly.